Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the device was explanted on (B)(6) 2019

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited premature battery depletion. No device intervention was reported. The patient was in stable condition.